Manufacturer narrative:
Evaluation of the returned penumbra system red 62 reperfusion catheter (red 62) confirmed it was fractured. Evaluation revealed stretching proximal to the fracture location. If the red 62 is retracted against resistance, damage such as stretching and subsequent fracture may occur. Based on the reported complaint, the root cause of resistance could not be determined. Further evaluation revealed a kink on the catheter. This damage was incidental to the reported complaint, and the root cause could not be determined. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 and m2 segments junction of the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red 62), a non-penumbra microcatheter, and a sheath. During the procedure, the physician experienced resistance while making the first pass with the red 62. The physician decided to remove the red 62 from the patient. After removal, the red 62 distal end was noted to be damaged. The entire red 62 was removed from the patient and no longer used in the procedure. The procedure was completed using another red 62, the same microcatheter, and the same sheath. There was no report of an adverse effect to the patient.